Manufacturer narrative:
(B)(4).

Event description:
It was reported that during an unrelated procedure, electrocautery was used. The pulse generator exhibited false elective replacement indicator. A device firmware download was performed successfully. The patient was fine.